Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that stent fracture occurred. The target lesions were located in the left anterior descending (lad) and circumflex arteries. A 4.00 x 16 synergy ii drug-eluting stent was placed in the lad into the left main. The stent was inflated to 15 atmospheres and then to 18 atmospheres. A non-bsc intravascular ultrasound (ivus) catheter was then used and a small stent fracture was noted. The defect was covered with a bare metal stent and the procedure was completed. No patient complications were reported and the patient's status was fine.